Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a pelvic floor repair procedure. According to the complainant, as the physician was in the anterior vaginal compartment throwing the second mesh leg assembly through a sacrospinous ligament, the needle "got caught" in the capio cage, and the suture broke. The needle detached and was captured inside the capio cage. The procedure was completed using another uphold vaginal support system, with no complications to the patient, who is reportedly "fine" post-procedure.